Event description:
The customer reported that the reservoir did not fit in her insulin pump model. Attempted to assist customer to rewind and prime the device. During the call the customer stated that she could not breath and was going to the hospital. Advised customer that the paramedics would be called. Later, the husband answered the phone and stated that her meter reads "hi". The husband was able to manually inject 17 units, by that time the paramedics arrived. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.